Manufacturer narrative:
The investigation is in progress. A sample has not been received for evaluation. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that the vitrectomy probe was occluded during surgery. The probe was exchanged and the procedure was completed with no pt harm.